Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic inguinal repair, the patient had a bowel obstruction from the two devices used. The patient was brought back to or and laparotomy was performed. The event leads to extend patient hospitalization.